Manufacturer narrative:
Results: the penumbra smart coil (smart coil) pusher assembly was kinked approximately 3.0 cm from the proximal end. Conclusion: evaluation of the returned device confirmed that the smart coil pusher assembly was kinked at its proximal end. If the smart coil is forcefully handled when being retracted form the packaging hoop, this type of damage can occur. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the pusher wire of a penumbra smart coil (smart coil) became bent upon removal from the packaging hoop. The damage to the smart coil was found prior to use; therefore, it was not used in the procedure. The procedure was completed using a new smart coil.